Event description:
During a ptca/stenting treatment procedure involving an 80% stenotic lesion in the middle portion of a somewhat tortuous lad coronary artery and a lesion in the diagonal branch, the maverick2 monorail balloon was suspected to have ruptured. A bx velocity stent had been deployed in the mid-lad lesion. The maverick2 monorail was then advanced across the lesion in the diagnonal branch and could not be inflated. The maverick2 monorail catheter was removed and replaced with a crossail catheter to complete the procedure. The patient was asymptomatic during this event. A neo's soft guidewire (size unknown) and a 6f brite tip jl3.5 guide cahteter were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. No paitent injuries or procedural complications were reported. Patient status is reported as 'good'.